Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a clearlink system solution set with duo-vent spike had cracked off. This was observed when the nurse went to change the infusion line and reconfigure the IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the male luer collar was cracked/broken. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.